Event description:
Event description guidant received information that this implantable pacemaker (ipm) was indicating erp (elective replacement past) at 71.4 months post-implant time. The device was functioning in vvir mode. Upon device interrogation, no pacing output was observed; vvir pacing resumed after interrogation. The patient is pacemaker-dependent.